Event description:
The distributor reported that the customer has a canopy where the teeth are missing on a zipper, but they couldn't specify where the damage occurred. There was no patient injury reported.

Manufacturer narrative:
Evaluation of the returned product found that the zipper elements are broken from the tape on the foot end of the panel. Manufacturer reference (B)(4).